Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a dosing stopped event with the ilet after running out of insulin, leading to elevated blood glucose measured at 304 mg/dl before automated corrections resumed and regulated levels; no device component was identified as applicable and the situation reflected an improper or incorrect procedure or method related to therapy continuation. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included a delay to treatment or therapy without hospitalization. Investigation included communication, as well as analysis of information provided by the user or a third party. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.